Manufacturer narrative:
Follow-up #1: date of submission 09/21/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box data showed no evidence of a load step malfunction. During testing, the ez-prime steps were performed correctly with no cs163 warning or alarms occurring. The pump performed within specification. The complaint of a load step malfunction was duplicated during investigation. The pump¿s cover was removed, no intermittent condition was found to the force sensor flex pins or force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump was priming the tubing during the load step. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.